Event description:
The customer reported that the 6800 system would lock up during use, the pedal and touch screen were unresponsive, and the arm light was flashing. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. No other service info is available, but the system operates as intended.